Manufacturer narrative:
Exact date unknown, event occurred about three years ago.

Event description:
It was reported that the patients device was not working. The patient underwent an explant procedure. No further information could be obtained.